Event description:
The customer reported that during the procedure, a red light illuminated on the system. The device was removed from the surgical field and during cleaning of the jaws by the scrub nurse, a piece of the active waveguide disengaged from the device. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow up report will be submitted.